Event description:
The customer reported machine not powering up. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.